Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient experienced an allergic reaction to the ucor ams patch. The patient reported having blisters/welts that were bleeding, itchy, and burn-like. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital, where the physician advised the patient to remove and return the equipment. Outcome of the skin irritation is unknown.